Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the pacemaker exhibited false elective replacement indicator and end of life alerts. The device was reprogrammed and restored to its previous settings. There were no patient consequences.